Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition (suture did not grab the artery and pulled out when the device was removed) could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The four additional proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first device was deployed but the needles did not go into the cuffs. A second device was deployed in the 11 o'clock position and a third device in the 1 o'clock position, both devices were successfully pre-placed. A 16f catheter was placed for replacement valve; however, could not get the sheath with the device through due to calcification. The patient's blood pressure dropped dramatically and after screening it was observed a dissection in the right external iliac artery. A balloon was inflated to control the bleed and four covered stents we placed. The tavi device was attempted to be put through the stent to replace the valve; however after multiple attempts the tavi procedure was abandoned. It was reported that the blood pressure and arterial dissection was not caused by the proglide devices. Two more devices were attempted; however they could not be deployed as the needles couldn't grab the artery wall, so when the devices were removed the sutures were still inside the device. Two more proglides were deployed which both worked; however, the sutures would not close the artery. A cut down was performed. It was observed that the two proglides deployed before the cut down were deployed into the subcutaneous tissue, hence why they wouldn't close. The operator described that the sutures did not close due to the fact that the whole was larger than 24f after trying to push the tavi procedure through. The hole in the artery had transcended and artery reconstruction was done. The operator said in his opinion it was not a proglide failure, when the cut down was performed, the artery was completely obliterated and there would have been no way to close it with proglide devices and surgical reconstruction was the only option. No additional information was provided.